Event description:
It was reported that the patient experienced device migration to his scrotum due to the suture not holding after an inflatable penile prosthesis (ipp) implant procedure. A replacement procedure was performed, changing the device to a malleable penile prosthesis (mpp). The patient was fine after the procedure. No more information available at the moment. Should additional information become available, it will be provided.